Manufacturer narrative:
Pump passed displacement test, prime, excessive no delivery test,self test, and error test. No excessive no delivery alarms noted during testing. Pump passed all operating currents tested with in the specification range and passed off no power test. Unable to perform the basic occlusion and occlusion test due to reservoir tube lip damage. Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, missing end cap sticker, and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a basal attempt. The customer's blood glucose reading was 212 mg/dl at the time of incident. Troubleshooting found that the cannula was bent. It was also found that the reservoir does not stay in the reservoir compartment, falls out and appears to be damaged. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the pump would be replaced and agreed to return the product for analysis.